Event description:
It was reported that the patient was not responding to voices as usual. An impact to the implant has been denied. In situ testing showed 6 electrode channels with high impedances. The patient was reprogrammed in accordance with these results.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.